Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 600 mg/dl and ketones: cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 8 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.